Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: during investigation we observed the following: lot number 006468. Threads at the starburst teeth need to get overhauled. No other failures found. The device in question was manufactured on december 31, 2013. Date of service: 10.07.2015. Reason for service: mayfield clamp a-1114 sn (B)(4), internal thread on one side is defect two year lookback in trackwise for this reported failure for this product ID shows that (B)(4) complaints were received including this case. Conclusion: root cause could be repair issue, according to technician during the last repair heli coils were inserted to the starburst teeth threads. The technician forgot to remove one of the heli coil nibs, because of that the screw could not be fixed. We removed the nib and the screw moved in easily.

Event description:
It was reported that the screw cold not be fixed. Add'l info was requested and on (B)(6) 2015, the following info was provided: the issue was discovered before the craniotomy surgery. Patient gender & age is unknown. The patient was already asleep when the issue occurred. There was no patient injury or death alleged. There was no procedure delay. A replacement product was availably to be used. Surgery was completed. Patient outcome was reported as okay.